Manufacturer narrative:
When the impella was returned for the analysis of the low flows, the impeller was found to be damaged. The medical center was not aware of the malfunction. The failure mode will be monitored and trended.

Event description:
The medical center admitted a patient for a tavr procedure. While having the valve procedure, the patient decompensated and had an impella cp placed while undergoing CPR. The impella pump supported the patient successfully with some decreased pump flows til explanted approximately 3 hours after insertion. The impella pump was returned for analysis of the low flows. The pump was found to have a damaged impeller.